Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and greater than 3000 ohms impedance. Interrogation on (B) (6) 2010 showed that threshold had risen from 0.5 v previously, to 4 v. The physician elected to change programming to vvi.

Event description:
New information on (B)(6) 2015 indicates the lead exhibited loss of capture and oversensing. The lead was capped on (B)(6) 2015 during an unrelated procedure.